Event description:
It was reported that the customer received a button error alarm, and the customer was unable to clear the alarm due to the buttons that were not working. The customer's blood glucose was 180 mg/dl. The customer did not recall any significant events leading up to the alarm. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to corroded keypad traces. No button error alarm during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.